Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected.

Event description:
It was reported that end user reacted to eakin. Red and weeping in area that eakin was in contact with the skin. Client had used the product x 1 year and reacted last month. Went to the hospital and area left to air. Eakin removed out of care and redness healed up. Aquacel and cover dressing.